Event description:
The dealer reported that the frame/weld was broken. This issue could cause product instability and the potential for the chair to not maintain its intended weight bearing status, causing the user to fall out of the chair.